Manufacturer narrative:
Additional information b5. Medtronic received additional information that the rationale for relating the adverse event to the device is unlikely as ablation with the clamp is far from conduction anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient had a concomitant surgical procedure of aortic valve replacement, coronary artery bypass graft (CABG) through sternotomy. During the same procedure on the ((B)(6) 2023) a cryoflex probe and a cardioblate lp clamp were used. The left atrial appendage was successfully closed. The left pulmonary vein (lpv) and right pulmonary vein (rpv) conduction block were not performed as the patient was in atrial fibrillation. On ((B)(6) 2023) the patient experienced complete heart block. The patient was treated with an implantable cardiac rhythm device. The pacemaker was implanted to treat the complete heart block that the patient developed post-surgery. The adverse event was deemed by the site as unlikely related to the cryoflex probe and the cardioblate lp clamp, possibly related to the concomitant procedure and the study procedure. The rationale for relating to the concomitant procedure is that the heart block is possibly related to ablation. The rationale for relating to the adverse event is that it is unlikely related. The adverse event was deemed by the sponsor as not related to the cryoflex probe, the cardioblate clamp or the study procedure and related to the concomitant procedure. The patients outcome status was recovered/resolved on the (B)(6) 2023.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that on the (B)(6) 2023 the patient experienced complete heart block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.